Event description:
Femoral head replacement was conducted in 2005. The dislocation due to an unknown reason was found, and the patient was tranfered to another hospital. When closed reduction was attempted, femoral head was dislocated from the bi-polar femoral head. It was reported taht the replacement surgery was initially planned in the following month, but could not attempt due to the condition of the patient that might have been caused because of leverage function, but the doctor at the hospital made a comment about this easy dislocation.